Event description:
It was reported that a pump declared a cartridge change error, causing the customer's blood glucose level to exceed the specified threshold, although the specific value was unknown and displayed as "high." To address the high blood glucose, the customer administered a correction injection via multiple daily injections. Technical support instructed the customer to perform several checks on the pump, including inspecting the cartridge o-ring and cleaning the pneumatic tap area. The steps guided the customer to successfully reload the cartridge and resume insulin delivery.